Event description:
Pt had groshong inserted on 5/13/98 at another hosp on 09/28/98. White lumen of groshong was noted to be broken and leaking. Repaired by staff with catheter repair kit. Pt started on keflex.